Event description:
During a follow-up in clinic, noise which resulting in oversensing was observed on the right atrial (ra) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient was seen in clinic where provocative testing was performed and a lead noise was produced. A fracture of the lead was suspected but not confirmed. The ra lead was replaced to resolve the event. The patient was in stable condition.